Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The mother stated that the buttons were not responding properly. The mother stated that she tried a new battery and left the battery out of the pump to see if it would help. The mother stated that it worked at school and it stopped working again.. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump had intermittent button response due to a flattened up keypad dome. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The keypad connector was found closed properly during visual inspection.